Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 4/13/2016. Additional information: age at time of event and date of birth, other relevant history, including preexisting medical conditions.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 1/19/2017. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.